Manufacturer narrative:
Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) stated the customer inadvertently broke the ECG cable while the machine was on standby, and sent us a purchase request for a new cable. Office opened a request for intervention by mistake. A cost estimate has been sent for the purchase of the requested parts.

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units ECG reading cable broke on the distal part.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.